Manufacturer narrative:
Evaluation of the event file for AED s/n (B)(4) does not reveal any power-on events on (B)(6) 2017. Prior to this date, the AED was running its normal daily and weekly self-tests with no errors or warnings reported. The closest dates to (B)(6) where user interaction is recorded are (B)(6), when the user ran manual self-tests. Both of these manual self-tests delivered a shock (internal to the unit) without any errors or warnings. The AED appears to be functioning as designed; no AED malfunctions are evident. Based on this analysis, we have requested the distributor to confirm that this was the AED that was used in the rescue and if so, to provide any additional information that would aide in the investigation. To date, no additional information was provided. Should additional information become available, a follow-up MDR will be submitted.

Event description:
An international distributor contacted defibtech to report a (B)(6) 2017 rescue attempt by lay users who picked up the AED and tried to turn it on, but the AED did not work according to them. It was also reported that the patient was transported to the hospital where he was not resuscitated. Evaluation of the event files for AED s/n (B)(4) did not reveal any power-on events on or near (B)(6) 2017. Prior to this date, the AED was running its normal daily and weekly self-tests with no errors or warnings reported. The closest dates to (B)(6) where user interaction is recorded are (B)(6), when the user ran manual self-tests. Both of these manual self-tests, which included delivering an internal shock within the unit, were successful and did not report any errors or warnings. Based on the evaluation of the event file for AED s/n (B)(4), the AED appears to be functioning as designed; no AED malfunctions are evident.

Manufacturer narrative:
Based on the results of our evaluation of the electronic data from the AED which was provided to the international distributor (the initial reporter), they spoke to their client and received the following updated event information: the patient fell down outside the building of our client. Somebody of another company came for the AED. The pads were disconnected at that moment. Nobody seems to know why or when they got disconnected. But the user tried to connect the pads with each other, the normal pads with the spare pads. They never pushed the green button to power on the unit. Additionally, based upon our request, the international distributor provided the electronic data files from the customer's other AED. Evaluation of the event files for AED s/n (B)(4) (the second AED on the site) confirmed that this AED was not powered on for the reported rescue attempt. Troubleshooting of both aeds identified that they are both functioning properly as designed. Nether AED was powered on for the reported rescue attempt.